Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. No additional patient or event information was available. It was also reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level was 210 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.